Event description:
Patient had foley catheter 16f placed while in the operating room. About 8 hours later, staff recognized urine output was low following surgery as well as the patient was experiencing a considerate amount of abdominal pain. Foley catheter was discontinued with a new one placed. Patient actually had 1350 ml of urine removed from her bladder with the placement of the new foley catheter. Staff discarded foley catheter that malfunctioned while being utilized by a patient. Patient was (B)(6) pregnant when this event occurred.